Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were intermittently unresponsive. The reporter denied damage to the keypad or evidence of moisture in the pump. The patient reportedly did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that all keypad buttons were responding properly with the exception of the contrast button. The contrast button was noted to be unresponsive. The keypad cover was removed and contamination was observed under all contacts. Unrelated to the original complaint, the battery compartment was cracked and the display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.